Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a thorough investigation of the reported complaint, including a returned device analysis, was conducted. The device was received with the inner liner detached/separated from the delivery system and the retainer detached from the rack. The tip of the device and a section of the liner were not received. A portion of the cook introducer sheath was received with a portion of the innova stent trapped inside the sheath. Analysis of the device confirmed the inner liner was detached from the welded portion. Kinks were observed in seven (7) different locations of the outer shaft. The thumbwheel, distal rack tooth, and one of the handle housing pins (top distal) were damaged, and the very distal region of the outer shaft was ovalized. Additionally, both ends of the cook sheath were mechanically damaged and the sheath exhibited extreme ovalization. These observed failures are typically related to excessive load, which can result from patient anatomy, sheath entry angles, and possibly tight lesions. The observed extreme ovalization of the cook sheath could have potentially increased the friction on the outer shaft causing the shaft to buckle or kink during deployment. Ovalization of the sheath in tight radii can add additional resistance to the delivery system during deployment. It was reported that the thumbwheel was used to its limit to partially deploy the stent. Then the pull stick was used to try to deploy the reminder of the stent, when the delivery system jammed up and was unable to release the stent. It is possible that excessive load caused the retainer to detach which would have allowed the rack to move freely, preventing full-deployment. Analysis of the received device found that the thumbwheel was damaged and was free rotating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the left superficial femoral artery (sfa). Vascular surgical team converted procedure into open surgical procedure. Distal sheath, stent, and nose cone was retrieved and direct closure of common femoral artery performed. No injury to profunda femoris artery or downstream arterial flow.

Event description:
It was further reported that the target lesion was located in the left superficial femoral artery (sfa). Vascular surgical team converted procedure into open surgical procedure. Distal sheath, stent, and nose cone was retrieved and direct closure of common femoral artery performed. No injury to profunda femoris artery or downstream arterial flow.

Event description:
It was reported that during stent treatment procedure, partial stent deployment, stretching and tip detachment occurred. The occluded target lesion was located in the superficial femoral artery (sfa). The lesion was predilated with a 5.0x180mm mustang balloon. The 7.0x200mm innova stent was advanced and partially deployed using the thumb wheel. The physician continued deployment using the pull grip, however, the delivery system jammed and was unable to fully deploy the stent. The stent and delivery system were pulled back to remove from the patient, however, the stent was stretched and the nose cone separated from the delivery catheter leaving the stent and nose cone stuck in the sheath. The patient was taken to surgery and the stent and nose cone were removed using a contralateral approach. No additional patient complications were reported and the patient status is ok.